Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between june 21, 2024 and june 22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph did not identify any abnormalities that could have contributed to under infusion. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 120 hours, but there was still 120 ml of liquid left in the bladder. The device contained saline and recombinant human endostatin with a total volume of 230 ml. An adult chest wall access port was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.